Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported picture is black was confirmed, and found to be due to faulty ccd unit (charge-coupled device). The device also failed the leak test due to a cut on the cable. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the picture is black (no image). There was no patient or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e2, e3, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿the contents of the instruction manual were checked on the inundation of the cable and the following description was made. Thus, it is judged that the indicated phenomenon can be prevented. Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.